Event description:
It was reported that a patient sustained a 3-cm blister on the right arm after a MRI c-spine exam. The c-spine exam consisted of 7 scans and lasted for approximately 19 minutes. Account from the radiology manager indicated that proper mr padding was not used to prevent bore and skin-to-skin contacts due to the patient's size. Instead blanket sheets were used to pad the patient. Additionally, it was reported that the patient's thighs were in contact with each other during the exam. Several hours after the exam was completed, the patient reported the burn to a registered nurse. A patient underwent a physical exam and received consultation from a dermatologist. No information was available regarding medical treatment that the patient received. The pulse sequences and duration used for the exam were the following: 3 plane (30sec), cal scan (12sec), fse (2:18min), gre (5:49min), 3d fiesta (4:20min), and fse (2:13min).

Manufacturer narrative:
Ge healthcare's investigation is completed. A gehc local field team was dispatched to the customer site to obtain scan specific information and investigate the environmental conditions. The investigation focused on four main areas: environmental: (including cooling equipment, patient air cooling plus the mr scanner error log). Surface coils/accessories: (surface coil/ECG checks). System/image quality: (system level testing to check for system failures). Patient monitoring: (patient alarm & rf safety monitor checks). During system evaluation, head and body universal power monitor (upm) tests failed. Engineering analysis determined that these failures would not cause or contribute to the reported injury. Evaluation of the use-case of the event indicated that proper padding was not used during the exam. The mr system's operator manual warns that rf burn could occur if proper padding and patient positioning were not used during the exam.